Event description:
It was reported that during arcr, tip of anchor broke, and tip of insertor broke. 3.8mm tapered awl was used for prep hole. The patient bone quality was hard. Backup device was used for tapping, and implanted another device. The broken tip remained in the patient. There was no significant delay reported. No patient injury.

Manufacturer narrative:
Examination was not possible, as the device has not been returned, however the investigation was able to draw a conclusions with the clinical details provided. The surgeon utilized a 3.8mm tapered awl to prepare the insertion site, patient had hard bone. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor and bone quality is a 3.5mm spade drill and 4.75 mm threaded dilator. Further investigation is not warranted at this time.